Manufacturer narrative:
The cause for the discordant total hcg results is unknown. Siemens healthcare diagnostics is investigating. The IFU states in the interpretation of results section: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." The IFU states in the limitations section: "if an aberrant or abnormal result, as defined by the laboratory protocol, occurs, laboratory personnel should first make certain that the system is performing and is operated and maintained in accordance with the product labeling. The user should then follow the laboratory protocol for advising the clinician of a result that appears to have deviated from the norms established by the laboratory."

Event description:
Discordant advia centaur xp total hcg patient results were obtained for samples from the same patient. The results were discordant between auto-dilution and manual dilution. One of the samples was tested on an alternate method and the result was higher. The physician has not questioned any of the results that were reported. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant total hcg result.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2016-00210 on november 8, 2016. On 11/03/2016 additional information: a siemens field service engineer (fse) was sent to the customer site. The fse performed a total service call. The fse verified the function of the aspirate wash area; checked probe calibrations; and checked background count readings as well as wet water and dry. The customer ran the master curve material (mcm) and the results were acceptable. No issues were identified. Siemens healthcare diagnostics is investigating.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2016-00210 on november 8, 2016. Siemens filed the MDR 1219913-2016-00210 supplemental report 1 on november 15, 2016. On 12/03/2016 additional information: the technical application specialist (tas) went to the customer site and performed a dilution protocol with four samples. (B)(6). The dilution protocol was satisfactory. The customer indicated no further dilution issues post total service call. The fse did not identify any issues. The cause for the discordant total hcg results is unknown. The manual dilutions are suspected. The instrument is performing within specifications. No further evaluation of the device is required.